Event description:
During an esophageal dilation, the physician used a cook hercules 3 stage balloon esophageal. It was reported [that] the balloon popped. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. A functional test could not be performed due to the condition of the returned device. A visual examination of the balloon identified that the pellethane tip had separated from the balloon material at the distal end. The pellethane tip remained attached to the inner wire. A lab meeting was held with production management and manufacturing engineering on 05 may 2025, to investigate pellethane tip separation from the balloon material at the distal end. During the meeting, it was confirmed that there was evidence of glue present between the balloon neck and pellethane tip. There was also evidence of buffing on the inner balloon neck. The meeting concluded that the device had been manufactured according to specification. We were unable to determine the cause for the pellethane plug separating from the balloon material. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. In the report it states that the balloon was inflated with contrast. The instructions for use states the following: ¿the balloon must be inflated with water only." Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.